Event description:
Officers arrived on scene of a person described as in cardiac arrest. The patient's skin was described as lumpy. Reportedly the device prompted connect electrodes and analysis of patient ECG could not be performed as a result. Another crew arrived on scene and continued patient treatment with their device. The patient was resuscitated.